Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the system fan was noisy, upper hinge plate was cracked, paint was scuffed off of lower case, and rear display cover was scuffed up. Concomitant medical products: product ID: 229047, analyzer. (B)(4).